Manufacturer narrative:
Date device was returned to the manufacturer was 02/13/2015. The actual complaint product was returned and was found to meet manufacturing specifications. An update to the manufacturing review has been requested. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 to update any significant changes.

Event description:
As reported by the eye care provider (ecp), a patient presented with corneal erosion and an infiltrate (location unspecified). Additional information received from the patient on (B)(6) 2015 indicates they were treated with floxal and tobramycin ophthalmic (hourly in exchange), and floxal as (at night). Additional information received from the patient on (B)(6) 2015 indicates the corneal erosion was not related to a pre-existing condition. The event has resolved and contact lens wear has resumed.

Manufacturer narrative:
A sample is available, but has not yet been received for evaluation. The manufacturing review did not indicate this complaint was due to the manufacturing process. No adverse complaint or manufacturing trend was identified. The root cause could not be determined. (B)(4).